Event description:
During a routine shift check by a clinician, the device would not power on with battery power. The device powered up appropriately with ac power. Complainant indicated that there was no patient involvement in the reported malfunction.